Manufacturer narrative:
Product event summary: analysis confirmed the reported event, errors were found in the error log. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the external pulse generator (epg) was being programmed to values other than the default, after some time the device reverts to the default by itself. The staff will adjust the rate and output and the unit will eventually go back to default settings. The epg was returned for servicing. No patient complications have been reported as a result of this event.